Manufacturer narrative:
Reported event: an event regarding dislocation of mdm liner was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection & material analysis was performed as part of the material analysis report (mar), dated 02-feb-2021 which noted nothing noteworthy was observed on the modular dual mobility insert, no further investigation was performed. Dimensional and functional analysis were not performed as they are not in question. Clinician review: the available medical records were provided to the consulting clinician for a review which noted," a revision surgery appears to have been performed with above mentioned implants. Date of revision surgery cannot be confirmed. Reasons for surgery cannot be confirmed. Head dissociation cannot be confirmed. The limit information makes impossible an assertion as to a root cause for revision surgery or the stated findings. Obtaining medical records, operative notes, radiographs or implants may provide information to determine the root cause or findings." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the reported device was returned. Visual inspection of the device noted nothing noteworthy. The available medical records were provided to the consulting clinician for a review which was deemed insufficient to confirm the event. The event could not be confirmed nor the exact cause be determined because insufficient information was provided. Additional information are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
Revision surgery. Last revision was completed on (B)(6) 2011. Upon surgery, it was noticed that the femoral head disassociated with the outer head component. Severe metalosis was noted. Left side. Update: original revision date was (B)(6) 2011. No op-notes or any other information from the physician. The last revision when the implants were retrieved ((B)(6) 2020), it was clear the inner pca head was disassociated with the outer mdm head (as evidenced by the x ray). The pca head was articulating on the mdm metal liner inside the cup. The tissue was gray as was fluid inside the joint which was suctioned out.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision surgery. Last revision was completed on (B)(6).2011. Upon surgery, it was noticed that the femoral head disassociated with the outer head component. Severe metallosis was noted. Left side. Update: original revision date was (B)(6) 2011. No op-notes or any other information from the physician. The last revision when the implants were retrieved ((B)(6) 2020), it was clear the inner pca head was disassociated with the outer mdm head (as evidenced by the x -ray). The pca head was articulating on the mdm metal liner inside the cup. The tissue was gray as was fluid inside the joint which was suctioned out.